Manufacturer narrative:
H10: a bench service engineer (bse) evaluated the device at the bench service center. A replacement central processing unit (cpu) printed circuit board assembly (pcba) was ordered to resolve the issue. The investigation is ongoing.

Manufacturer narrative:
An additional part, the rear bezel, was requested but is currently backordered, preventing the replacement of the cpu pcba. The repair for this unit cannot be conducted at this time due to the part being on back order. The material has already been requested and an order for the part was placed to conduct the repair of this unit. The material ordered cpu pcba assembly aligns with the recommended repair of the reported malfunction per the service manual. When the rear bezel part become available the cpu pcba repair will be conducted. If new information is received and suggest that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.

Event description:
Philips received a complaint on the v60 ventilator indicating that the device was turning itself off. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. Following the unit turning itself off, the customer requested to send the unit in for bench service. The remote service engineer (rse) explained the bench process and provided the customer with the bench request form. As of (B)(6) 2023, further information, troubleshooting, and resolution is pending the decontamination of the unit at the bench repair center. This investigation is ongoing.